Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. It was found out of specification with respect to the reported symptom, which was reproduced. The system error 105 was found to be caused by an unsecured motor flex. The motor flex was properly connected.